Manufacturer narrative:
It was reported that after placement of the stent, the proximal side of the stent was found fractured and was removed. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based the description "it was found that the stent had fractured at about 2 cm to 3cm proximal side to the stent", it is assumed stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, peristalsis of organs and other factors complexly and was removed. In the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Stent (B)(6) was placed in (B)(6) 2025. The stenosis site was dilated without any problem, but upon later examination, it was found that the stent had fractured at about 2 cm to 3cm proximal side to the stent. The stent fracture was located near the p ring. The physician removed the fractured stent with snare and placed another stent (B)(6) in the stenosis site. There were no patient complications as a result of this event.